Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: a review of the black box history revealed a ¿power on reset¿ and multiple call service alarms. No damage was found to the battery compartment and battery cap; electrical connection was able to be maintained. The pump was found to successfully power on with the auditory and vibratory feature appropriately functioning. The investigation was unable to be completed for the power issue due to a damaged component found on the pcb board. Unrelated to the complaint, the display screen was found to be blank. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported an intermittent power issue. The distributor reported the pump was losing connection with the battery and stated the battery cap was attached securely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).